Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2023-10-19, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and inflammation. No further patient complications were reported.